Event description:
It was reported that the bolus and act button on the insulin pump are sticking. Device was not exposed to moisture. Blood glucose value is 175 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The insulin pump had a cracked case at display window corner, cracked lcd window, minor scratches on lcd window and cracked reservoir tube lip.